Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/may/2024.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, one opening assessed, as surgical damage. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, a left side deflation. Device has been explanted.